Event description:
It was reported that there was a balloon deflation problem. It was indicated that there was a "defective syringe" and a "stiff wire" that would recoil. Follow up indicated that the balloon will not passively deflate with or without the syringe attached. There were no patient complications. The catheter was discarded.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.